Event description:
The customer reported via social media that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer accidentally pulled out her enlite sensor and her blood sugar when high. The customer reported that information for documentation only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.